Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the requested information is not available. Without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "use of mid-vastus approach in less invasive primary total knee arthroplasty", it was reported that after a genesis ii system had been implanted on 2 patients, 2 knees presented valgus deformities and needed lateral release surgery in order to correct the patella tracking. The patient outcome is unknown.